Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications.

Manufacturer narrative:
Additional information: this is one of six reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00553 2015691-2014-00554 2015691-2014-00555 2015691-2014-00556 and 2015691-2014-00557. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there is insufficient information to confirm the cause of the reported stroke. It is possible that the event was caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
This report represents one of the reported strokes.